Manufacturer narrative:
Initial.

Event description:
It was reported that a new ilet user observed low glucose on the ilet prior to a meal, announced and delivered their usual meal selection before eating, saw glucose rise to 123 mg/dl and then decline about 45 minutes later on the ilet display, while a contemporaneous manual fingerstick measured 154 mg/dl and the ilet later displayed 83 mg/dl. Symptoms included no reported clinical symptoms of hypoglycemia. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included complaint intake review and user education regarding expected glucose fluctuations with ilet initiation and proper use of the meal announcement workflow. Investigation of this case revealed no device malfunction and was consistent with expected early use glucose variability and physiologic lag between interstitial glucose displayed by the ilet and capillary fingerstick values. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.